Event description:
Litigation papers allege that since replacement surgery, the pt has suffered and continues to suffer symptoms including, but not limited to pain, weakness, difficulty walking, trouble putting on shoes, burning sensations, and difficulty with daily living activities.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.